Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 2.4cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that balloon inflation failure occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. The balloon was tried to be inflated three times at 6 atmospheres, but the balloon did not inflate. The device was completely removed and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.